Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that person with diabetes (pwd) had line blocked alarm. The pwd disconnected and reconnected the infusion site, which temporarily resolved the alarm with the current cassette; however, the line blocked alarm reoccurred. The patient was advised to change the infusion site and reconnect the existing tubing and to call back if alarm recurred. There was no patient injury. The issue was resolved.